Event description:
It was reported that cgm displayed error 42 while customer attempted to use sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through pump reset steps, error did not return after reset, and customer successfully started sensor session; no additional issues were reported.